Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It is most likely that anatomical factors resulted in the reported 'fish mouthing' or poor wall apposition after the procedure, but as the stent is implanted this cannot be definitively confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent tapering¿.

Event description:
It was reported that the subject stent implantation procedure for ica internal carotid artery terminus was successfully completed on (B)(6) 2025. Patient came back in with a stroke a week later due to failing to take their dapt dual anti platelet therapy protocol and while accessing the patient to aspirate the clot physician noticed the distal end of the subject stent was "fishmouthed" or lost apposition. Physician also noticed that the mid section of the subject stent opened up into the neck more based off the measurements which could have potentially pulled the distal end of the subject stent back or stretched the device. Currently, patient is doing well and taking their dapt. No further information is available.